Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained. Please find attached a picture of the reported event.

Event description:
It has been reported that during an unknown procedure, the handpiece got broken when the surgeon established the disassembly with the scissors. The issue happened after the procedure. No harm to the patient.

Manufacturer narrative:
(B)(4). This is an evaluation of images that were provided by the customer. This is not an evaluation of the physical instrument that was reported. Images 1: the images provided by the customer are that of what appears to be an hp054 instrument. The instrument was disassembled. The image showed the nose cone and internal horn detached from the midhousing. From the image no root cause can be identified. This type of issue is like associated from damage to the nose cone. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. If any of the instruments become available for analysis we will be able to further investigate the issue. An image was reviewed and no batch information was provided specific to the image.

Manufacturer narrative:
(B)(4). The handpiece was received with the nose cone detached. The nose cone was returned with the complaint. The nose cone was cracked. Upon visual inspection to the handpiece, not all internal components were returned with the complaint. No functional testing could be performed due to the condition of the handpiece. The end cap was disassembled to inspect remaining components. The moisture indicator was positive. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Due to the cracked nose cone, moisture entered the hand piece mid housing. A possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.